Manufacturer narrative:
E1: initial reporter last name: (B)(6), e1: initial reporter address: (B)(6), e1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the venous port of a revaclear 400 set during prime. The leak was due to damage noted on part of the filter coupling in the venous port part. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection revealed a leak was observed at the header cap region. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.